Event description:
Customer reports swollen lymph nodes, sore throat and inflamed tonsils with md intervention requiring antibiotics.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.